Event description:
It was reported that there was a ¿cassette not attached¿ message. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D5: operator of device is unknown. D4: primary di number is unknown. G2: report source is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ruptured and upstream occlusion sensor (uso) was sunken. No issues were found in the event history log. Functional testing found that the dso seal was ruptured and the uso was sunken. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was ruptured and the uso sensor was sunken. The dso seal and uso sensor were replaced.